Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that a right ventricular intrinsic amplitude out of range alert was triggered for this right ventricular (rv) lead. Review of trend data demonstrated a history of low rv intrinsic amplitudes. Stored rhythmiq episodes showed intermittent rv undersensing and intermittent loss of capture (loc). A high rv threshold was also noted during a recent in clinic evaluation, with the rv output programmed accordingly. Further review was recommended. This rv lead remains in service. No adverse patient effects were reported.